Event description:
The customer reported to olympus that during preparation for a endoscopic examination, all the front panel indicator lights were off and stopped working. In addition, the alarm kept ringing on the high flow insufflation unit. The procedure was completed with a similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, failure of printed circuit board [(cr-board upuhi4cr00 (ru259800)] has been confirmed. Therefore, it was likely that the power and video functions did not operate properly due to the cr-board causing the indicated phenomena [¿ indicator lights on the front panel turned off and ceased to operate. Then, the alarm continued to sound] and [ this device could not be started and the screen blacked out] to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.